Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2006.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures.all other information is unknown and unavailable.